Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was readmitted for cardiogenic shock. The pt had high creatine levels, heart was not unloading, pt was hemolysing and the pump rotor was making noises. Eventually, the pump completely clotted off and the pump stopped. The pt received a pump exchange on (B)(6) 2012.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.